Event description:
Abbott pacemaker implanted 2012 triggered eri(elective replacement indicator) (B)(6) 2023 and then appears to have had premature battery depletion resulting in loss of capture of the pacemaker on the same day. When device was checked, there was no capture on the ventricle with maximum output. This resulted in rib fractures and chest tube. Patient has advanced dementia and generator change has been declined. Currently admitted to the ICU and suspect she will pass away. Abbott has been contacted to obtain formal device interrogation and would expect they submit the case.